Event description:
A malfunction was reported on the pump, with no notable events occurring before the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided guidance on resetting the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, which the customer acknowledged and understood.